Manufacturer narrative:
(B)(4). Concomitant medical devices: item 00595001601 lot 64586126; item 110035368 lot 004cac2505; item 00597004502 lot 64645362. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00053.

Event description:
It was reported that the patient underwent a left knee mua approximately two months post-implantation due to arthrofibrosis.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) according to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty?: a systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. As the indication for manipulation under anesthesia is related to limited range of motion and stiffness, complaint categories will be coded as medical: range of motion (rom): limited mobility and medical: stiffness. Additionally, the patient experienced surgical site wound complications in the immediate postoperative period which would likely have disrupted the expected progress with rehabilitation and range of motion exercises. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.